Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer also stated they were advised by their healthcare provider to replace their insulin pump. The customer stated the no delivery alarms occurred during basal deliveries. Customer declined to troubleshoot. The customer's blood glucose was unknown. No additional information provided.